Event description:
It is reported that the proximal femoral tissue attachment seems to have loosened from the femoral component.

Manufacturer narrative:
No surgical notes were provided; it is unk if proper surgical technique was followed. The package insert indicates risk of implant failure with inaccurate component alignment or positioning. The surgical technique states the patient must be limited in activity and avoid extreme positions that can place strain on the joint for a sufficient time after the surgery. There is a maximum height of tissue that can be attached; otherwise, the washer bolt threads may not sufficiently engage, per the surgical technique. Immediate post-op x-rays seem to show the tissue attachment washer is aligned axially with the proximal femur. Six-week post-op x-rays seem to indicate the washer is about perpendicular to the proximal femur. As patient activity levels, surgical notes, amount of bone or tissue used, and x-rays after the preliminary have been contributing factors to the rotation of the washer. Without sufficient evidence, a root cause cannot be determined at this time. H6: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.